Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed laboratory analysis. No findings were identified during the detailed battery analysis that would have caused or contributed to the reported issue. The battery was found to be depleted; however, the root cause could not be determined.

Event description:
It was reported that this insertable cardiac monitor (icm) had prematurely reached end of service (eos) battery status and did not meet the expected longevity. The patient underwent a surgical procedure to have this icm replaced. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) had prematurely reached end of service (eos) battery status and did not meet the expected longevity. The patient underwent a surgical procedure to have this icm replaced. No adverse patient effects were reported. This icm device has not been returned for analysis.